Event description:
It was reported that the blade broke at the mount, it was also reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
The blade subject to this MDR was returned for evaluation. It was visually confirmed that the blade was broken at the mount. The returned blade was measured where possible and all critical specifications were met. The manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.